Event description:
Caller reported a cartridge alarm 20, but there was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in loading a new cartridge, following the proper load technique. The issue was resolved successfully, and the caller was able to resume insulin therapy.